Event description:
Procedure: lap cholecystectomy. Reportedly, during the procedure a blue piece of material was found in the patient cavity. The piece was retrieved immediately and there was no harm to the patient.